Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the hydro-dissection cannula came off a syringe during a procedure and the hydro-dissection could not be performed. The hydro-dissection was performed and the procedure completed after replacing the product with another one. There was no harm to the patient. A product sample is available. No additional information is expected. This is one of two reports for this surgeon.

Manufacturer narrative:
This is the first complaint reported for this custom pak lot. A review of the device history record indicates the order was built to specification. One 2.5 millimeter (ml) syringe was returned for this complaint. The investigation report from the supplier indicated that the ring-shaped dried water drop is attached to the head of the syringe. No crack, deform or foreign material is found to affect a connection failure. The needle of the supplier is attached on the returned syringe, and the protector is detached. As the result, protector only is detached and no connecting defect occurred. The shape of the head of the syringe is within specification. The syringe head is manufactured by using molding. Dissolved resin is inserted in the molding using heat, then cool which forms the shape consecutively. The shape is confirmed by sampling the investigation. The product is consecutively assembled, packaged, and boxed using auto- equipment. It is also confirmed by the sampling investigation. After thorough investigation, found an attached water-drop on the head of the returned syringe may cause a loose connection. The supplier will continue monitoring and investigating the quality of syringe. One opened cannula was received with no tip protector in a bag for the report of joining defect. The hub of the returned sample was visually inspected and was found conforming. The sample was then functionally tested for fit on a syringe and dimensionally tested for luer taper and was found conforming. The most likely root cause is an error made during the syringe supplier's manufacturing process. No action will be taken at this time. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).